Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an acu watchdog primary audible alarm. The issue was found while setting the device up for service. There was no patient involvement and unknown patient harm reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a cracked battery door. The event history log review was not available as the log had been cleared. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.